Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed 1871 error codes. To further investigate, a functional test and visual inspection were conducted. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The back up capacitor was replaced to correct the issue. Customer's reported problem was confirmed. Pump was found to be displaying "1871" error code message on power up when batteries are inserted during the investigation. The issue was deemed to be due to motor lock up. The motor will be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device was alarming error 1871. This occurred while testing.